Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display was replaced and software was reinstalled. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit stopped ventilating with a permanent audible alarm. There was no reported patient injury.